Event description:
Customer reports that catheters are clotting more frequently.

Event description:
Customer reports that the catheters are clotting more frequently.

Manufacturer narrative:
Samples were returned and evaluated. No product problems were identified. Lot history check was unremarkable. No other reports of clotting have been received against this lot. Co was unable to determine a cause for the reported clotting. Info was provided to the customer on the use of multi-lumen uv catheters as it was clear the customer was not following product labeling instructions.